Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-15, information was received from a physician regarding a male patient who was receiving lioresal 2000mcg/ml at approximately 370 mcg/day (the exact dose and lot number were unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On an unknown date, interrogation of the pump showed that a motor stall occurred. The patient had not recently had a MRI. The physician thought the patient was referred to a neurosurgeon to have the pump replaced. However, the patient may not have had the pump replaced yet due to other medical issues that prevent him from having the surgery. It was unknown if any patient symptoms occurred. Additional information has been requested regarding the drug information, the event date, symptoms, the patient¿s medical history and concomitant medications, clarification of the ¿medical issues,¿ the cause of the event, actions/interventions taken and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.